Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump failed and delivered insulin while they were sleeping. The patient is a questionable historian and reporting both high and low blood glucose (bg) levels with no specific information provided other than that they were hospitalized in the ICU and on an insulin drip and the pump was taken away by healthcare professional. At the time of this call, the patient felt that the pump and meter failed which resulted in hospitalization however the patient is unable to provide specific information and does not have the pump in their possession. The patient also reported that they have had significant weight loss recently. The patient stated that they have a history of bipolar disorder and previous hospitalization related to bipolar disorder and stress. This report is being made due to bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the last bolus delivery and the last basal delivery were on (B)(6) 2014. The total daily dose prior to event date adds up correctly and reflects the users programmed basal rates. The alarm history shows typical usage alarms. A delivery accuracy test was successfully completed. The pump was found to be delivering accurately and within required range. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.